Event description:
It has been reported to us that on numerous occasions during procedures, pseudo aneurysms have occurred while using the introducer device. The physicians have commented that they are having problems due to the resistance they feel during the introduction and the removal of the introducer sheaths and they indicated they have more pseudo aneurysms after the cases. Some of these events have resulted in surgical procedures; however, no specifics have been able to be provided. Add'l specifics have been requested for each case; however, no specifics can be provided. No actual product devices have been saved for eval. The lot number for these devices is known and a review of the device history record will be conducted.

Manufacturer narrative:
The customer indicated that the subject device has been discarded and will not be returned for eval. Therefore, an engineering analysis of the subject device cannot be performed. The lot number for the device is known and a review of the device history record will be conducted. Device discarded - not returned for eval.